Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer control unit failure. A field service engineer found that device 1, mini drawer 1-9, was opening too far during single-medication removal and verified the issue. The fse replaced the broken mini drawer control unit and tested the repaired drawer in the hardware testing application. All functions were operational, and the customer also tested the drawer successfully in the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, narcotic drawer mini single, 12 pocket opened full drawer. Instead of open first slot entire drawer opened. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.